Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated with manual injection. The customer states they had issues with their set and noticed cannula was bent 90 degrees. The customer states they have had skin infections due to using set on the same side as sensor. The customer states they had issues with set falling off. The customer declined to troubleshoot at this time. The customer is being sent tape kit.